Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep regarding an external device. Rep called in with patient (pt) present in clinic today. Rep reports pt is having difficulty charging their implanted neurostimulator (ins), in that the recharger (rtm) is unable to locate the ins, and the handset will get to 95 for about a minute and then lose connection. Rep reports they are trying to troubleshoot and has seen "system error" three times in the last 20 minutes with rm03. Additionally, rep reports the pt's charging cord gets "too hot to the touch" while recharging. Additional information was received from the patient (pt). They reported that the battery was too low, cannot reprogram. Patient is not getting relief. Additional information was received from a manufacturer representative (rep). It was reported that the steps that were taken to resolve the implant battery too low and being unable to reprogram issue that the pt was sent a new recharger. The rep reported that this issue has been resolved.